Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set had a hole and leaked from the silicone segment during a carboplatin infusion. The customer later stated that there were no adverse effects caused to the patient from the event.